Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single wide mini pocket 2.17 failed to open. A field service engineer (fse) manually released the pocket and discovered that medication was obstructing the opening and closing mechanism. The fse advised the customer to either reduce the par levels in the mini pockets or transfer loose medication tablets to cubie pockets to prevent future obstructions. The fse also realigned the metal plate and confirmed that the pocket could open and close successfully. All mini engine functionalities were tested and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 2.17 was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.